Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot# n290613, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot# 283350002, implanted: (B)(6) 2011, product type accessory; product ID 3550-14, lot# n291262, implanted: (B)(6) 2011, product type accessory; product ID 3550-43, lot# n266483, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation with his patient programmer (pp). The display was showing "call your doctor" icon with a power on reset (por) condition. The patient had 2 implantable neurostimulators (inss) and he was checking the battery on the upper ins and got a por on the programmer. He got the por last night prior to the report when he was checking his batteries and by using the therapy guide he was able to clear the por and everything seemed to be fine at the time of the report. His ins was charged to half full so he wasn't sure why the por occurred. He charged it 2 weeks prior to the report and had no problems. It was also stated he was working by very high powered electrical lines. It was later reported that the patient did not have concerns with his device or therapy. He received assistance from his medtronic representative and his concerns were resolved.